Manufacturer narrative:
(B) (4).

Event description:
The patient experienced poor coverage and stimulation in the wrong areas. The device appeared to have moved and reached end of life. The extension pulled, dislodged and broke. The total device system was replaced.